Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
After the cardiomems sensor was implanted, the patient began coughing and experienced hemoptysis. The patient was brought back into the cath lab and an additional rhc was performed to assess for any active bleeding. No active bleeding found, patient was admitted for observation.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. No device analysis results are available because the device remains implanted. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A lot review was performed via complaint handling system (epiq) using a search on the batch number. Conclusively, there are no additional complaint(s) related to the associated batch, and the reported issue.